Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inner packaging was broken on the corner on top under the paper cover. Damage was discovered after the cover paper was unmoved.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
There was a surgical delay of 5 minutes.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the device associated with this complaint was received for examination. Examination found the inner plastic package damaged/cracked, confirming the reported allegation. The device was sent to depuy cork mfg site for further analysis. There is not enough evidence to confirm the sterility was compromised. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device (lot: 3738438, p/n: 150400225) number, and no non-conformances or manufacturing irregularities related to the malfunction were identified.